Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurate results compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. One year prior to contacting lfs, the patient reported testing on her lfs device, and obtained blood glucose values of ''513 and 516mg/dl,'' in greater than 20 minutes from each other. The patient reported taking a combination of medications including ''motrin, sodium pills, lisinopril, aspirin, norco and prasodam.'' It is unclear if the patient takes any diabetes medications. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 1 year after the alleged issue first occurred, she developed symptoms of ''blurry vision and was confused.'' The patient reported on (B)(6) 2012 at 5:00pm, she saw her healthcare professional (hcp) for an office visit, and she was advised to take her ''prescription medications.'' However, it is unclear which prescription medications the hcp was referring to. The patient reported her blood glucose was measured on this visit, and a high result of ''greater than 300mg/dl'' was obtained. At the time of troubleshooting, the cca documented that the subject meter was in the correct unit of measurement and the patient was using the same approved sample site to obtain the samples. Replacement products were sent to the patient. The meter involved in this complaint has been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the meter passed testing with no faults found, the complaint was not confirmed. Based on the information provided, this complaint is being reported because the patient claims she obtained 2 severely high blood glucose readings developed symptoms suggestive of hyperglycemia after the alleged issue occurred.

Manufacturer narrative:
(B)(4). Device evaluation: retain test strips were evaluated by product analysis and passed testing with no faults found.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.